Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during manual prime. Customer's blood glucose was 81mg/dl. After the troubleshooting was done, the customer was advised that the insulin pump is working as designed. Customer was advised to monitor the insulin pump. The customer also reported via phone call indicating that the insulin pump had a weak battery alarm. The troubleshooting was performed. Customer was advised to monitor insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.